Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient had cancer with metastasis. The device was explanted and replaced due to "poor wound healing due to the large amounts of radiation treatments he had been receiving on the right side." The device was reported to have been functioning normally. The atrial lead was capped and replaced due to chronic poor atrial sensing. No patient complications were reported as a result of this event.